Event description:
A us distributor contacted zoll to report that a patient shingles was irritated under the lifevest equipment. Patient described the area as painful. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed medication for the shingles. Outcome of the irritation is unknown.